Event description:
It was reported that during central processing, the permanent cautery hook instrument was damaged in sterile processing. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have a broken proximal clevis where the yaw pulley and the proximal clevis meet. The broken piece was not returned, measuring roughly 12.14mm x 7.56mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).